Event description:
It was reported that at set-up prior to lead placement using a starfix platform, the lead was measured "to the tip of the frame base". The accessory measurement tool used had not contained markings for a starfix system. Intra-operative checks showed the patient status was acceptable; post-operative CT scans were obtained to check lead placement (results are unknown). At follow-up in the clinic eleven days later, the patient presented with symptoms of facial weakness and additional CT scans were ordered (results were not provided). The patient underwent additional surgery to reposition and anchor the lead to the correct depth. The diagnosis attributed to the event was bell's palsy of the seventh facial nerve; the long-term prognosis was not determined. Additional information has been requested from the physician.